Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced breakage during use with the customer reporting, "20ml syringes are experiencing problems with the luer, it does not properly connect, there are leak or explode as it does not resists to the pressure. Explode = displaces and sneezes medication and water.¿

Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced breakage during use with the customer reporting, "20ml syringes are experiencing problems with the luer, it does not properly connect, there are leak or explode as it does not resists to the pressure. Explode = displaces and sneezes medication and water.¿

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample was analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of attachment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order (B)(4).